Manufacturer narrative:
Patient information was requested, but was not available.

Event description:
The customer reported a vent inop condition while in use. The customer reported there was patient involvement, no patient harm. No patient information available.

Manufacturer narrative:
Follow up report will be submitted upon completion of the investigation. (B)(4).

Event description:
The customer reported a vent inop condition while in use. The customer reported there was patient involvement, no patient harm. No patient information available.